Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at nominal pressure for 10 seconds. However, during third inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.